Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that connectors from additional wiring had come loose and bare wiring created a short circuit to the frame. The wiring was added by the facility electrician to allow for control of room lights with a footswitch and as such was an unauthorized modification. The added wiring was removed and the circuit breaker reset. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 circuit breaker tripped. There was no adverse patient involvement reported. There was no patient information reported.